Manufacturer narrative:
As stated by the customer, the laryngoscopy light carrier connected to the light source was placed on the patient by the user, causing the patient to suffer burns. An explicit warning against patient contact in connection with the switched-on light source and resulting tissue traumatization is clearly described in the associated instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in germany. It was reported that the surgeon placed the warm light carrier on the patient. The patient suffered burns. Because the patient suffered burns, the case is classified as reportable. Additional patient information is not available.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).